Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope no image during angulation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found due to damage on the charged coupled device unit, the image disappeared during angulation in right/left directions. Additional findings: due to damage on the insertion pipe, the insulation resistance value did not meet the standard value, the bending section cover was scratched, and the adhesive on the bending section cover was chipped. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported image loss upon angulation could not be determined, however, the issue was likely the result of damage to the charged-coupled device unit including disconnection or a component malfunction on the circuit board due to repetitive use stress and or user handling/mishandling. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system inspection of the endoscopic image ¿confirm that the endoscopic image is displayed normally in wli and nbi observation¿. ¿1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water¿. ¿2 observe the palm of your hand in the wli and nbi endoscopic images¿. ¿3 confirm that light is output from the endoscope¿s distal end¿. ¿4 adjust the brightness level as appropriate¿. ¿5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation¿. ¿6 turn the angulation control levers slowly in each direction until it stops¿. ¿7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities¿. Olympus will continue to monitor field performance for this device.